Event description:
The right side of my abdomen would hurt a bit a few days before my period. I has been that way for a few years. The past 2 months I noticed it hurting a few days a week. On (B)(6) 2018 the pain was mild and constant. On (B)(6) 2018, I began experiencing severe pain on the right side. I went to the ER. An ultrasound and CT were done. Ultrasound showed essure devices were entering the endometrial cavity. There was fluid around the right device and a uterine cyst 9x8 mm near right device as well. I have been in severe pain since (B)(6) 2018. I have seen a gynecologist who suggests further imaging to locate devices and then removal.